Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or com[promised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It as reported that insulin pump had pump error alarm. The blood glucose at the time of the incident was 6.1 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.